Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the or and identified a loose anchor at the stimulation cuff. Upon further examination, purulent discharge and significant scar tissue were noted in the area. The physician elected not to replace the stimulation lead and proceeded with removing the entire inspire system.